Event description:
Nurse reports pump not administering the correct dose at times. Needed to wiggle pt cord on back to get pump to deliver. Sent to biomed department for pt control button malfunction.